Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the hospital and was admitted to the intensive care unit with a blood glucose (bg) level ranging from 274 mg/dl to 387 mg/dl. The cause of elevated bg was unknown. The customer was treated with steroids, heart medication, and intravenous fluids of insulin and saline. A pump system check with tandem technical support confirmed the pump was functioning as intended. The customer continued to use the pump for insulin therapy.